Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was not returned as it was kept by the medical facility.